Manufacturer narrative:
The lot was manufactured from april 17, 2018 - april 18, 2018. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor underinfused during patient use. The device was filled with 450mg desferrioxamine in 50ml 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.